Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample without packaging was received for evaluation. The sample underwent visual inspection, and no defects were observed. A luer taper test was performed, during which the red patient connector failed while the blue patient connector showed no failure. The sample was also subjected to a leak test, and no leakage was observed. The reported issue is not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
According to the complainant, micro bubbles were observed in the streamline bloodline set. Reportedly there were air bubbles throughout lines from connection at arterial needle and lines. The staff can screw those on super tight, and it still continues with the air bubbles. There was leaking at the venous needle connection and the lines. No patient complications were reported as a result of this event.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.